Event description:
On saturday vent on burn patient, ventilator would not deliver volume to patient. No high-pressure alarms or limits. Cmv+ mode. Mismatch between reported respiratory rate, versus what was registering through zoll x etco2 monitor. Issue was delivered volume and expiratory volume were not meeting appropriate rate. Utilized asv mode and still did not fix the problem. Confirm o2 was at 100%, bottles were full, no o2 supply errors. Overall patient was not delivered adequate volume in ventilation. Patient was in transport, had to return to original hospital due to t1 not delivering proper volume. Desatted and manually bagged. Removed from vent and returned to original ltv1200 with no issue. Thursday will send files. Zoll x etco2 monitor in circuit.